Manufacturer narrative:
Device has arrived and investigation is pending. A follow-up report will be submitted once complete.

Event description:
The nurse reported the following event to the sales rep from stryker: during the use of the probe in spraying mode in the knee, the metal part disassembled from the probe. The surgeon took time to locate and managed to remove the piece.